Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider reported that there was no infection occurred and the inflammation has been resolved

Manufacturer narrative:
Concomitant product: product ID: 3889-33, lot# va10ssk, implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from the healthcare provider reports preoperative diagnosis was malfunctioning neurostimulator. Procedure performed was the lead revised and relocation of the neurostimulator. It was reported this was an elective procedure in this patient with a previous neurostimulator placement. Initially, the lead had been placed on the right side and the neurostimulator had then been placed in the pocket over the left buttock area on the left side. At the time of implantation the lead appeared to be satisfactorily curved along the course of the nerve but the patient subsequently had a number of problems including gradual loss of sensation and response. In addition, he had some inflammation at the area of the actual modulator itself. It was unclear if this was actually infected or if was simply because of the patient's extreme difficulty in maneuvering his left hand around the back and rubbing the connecting equipment over this on numerous occasions. In any event, a kub (kidney, ureter, bladder x-ray) had shown that the lead was curving away from the area of the nerve and this had somehow become dislodged. The patient had no response to multiple attempts at various levels of various programs and he was therefore scheduled for lead revision. The patient specifically requested that the neurostimulator be implanted in a different position that would be more accessible. This was on his right side where he could reach right arm and hand around to an area more superior than the buttock itself. An attempt was then made to manipulate the initial lead. This was quite scarred in the pocket and tunnel, and for that reason it was simply elected to cut off the excess lead and leave the original lead in place. There was excellent response to a low level in all 4 program areas. It was decided to leave setting at 1.5 on program number 1 to specifically try and block out the other programs because it was unclear if the patient and his wife were completely familiar with the working of the program and part of the battery life had already been used up in manipulating the initial lead. Diagnosis with urinary incontinence.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va10ssk, implanted: (B)(6) 2015, product type: lead.

Event description:
The representative reported a lead issue of migration/dislodgement (B)(6) 2016 and there was a lead revision two days later. The lead was replaced and they were using the original implantable neurostimulator (ins). There were no allegations of system use issue during the revision. It was unknown if the patient recovered completely. No fall or traumas were noted. No symptoms were reported. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.